Manufacturer narrative:
The reporter referenced medwatch mw5107791. No product received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump was alarming 'non disposable pump won't run'. The cassette was replaced at which time the beeping stopped and the pump was able to run. No patient injury was reported.